Event description:
The patient self-reported worsening sleep apnea, pain and discomfort, able to only whisper for week, sinus infection, inability to eat solid food for 5 days, ruptured eardrum, loss of hearing in right ear for several months. The patient also reports mobility and appearance issues of her lower face, chin and neck, as well as anxiety regarding her appearance.